Event description:
It was reported that two episodes of electromagnetic interference in very close proximity had been observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 5076 implantable pacing lead 2003 (B)(6); 4195 implantable pacing lead 2010 (B)(6); dtbb1d1 implantable cardioverter defibrillator  2013 (B)(6). (B)(4).